Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 1 MFR report:

Manufacturer narrative:
Evaluation of the returned px slim confirmed a fracture on the distal end. If the device is retracted against resistance, damage such as a fracture may occur. Based on the reported event, the embolic agent likely secured the distal end of the catheter in the coil pack resulting in resistance, stretching, and subsequent fracture. Further evaluation revealed a kink on the proximal end near the hub and an ovalization on the distal shaft near the fracture. This damage was likely incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure to treat a right arteriovenous fistula (avf) using a px slim delivery microcatheter (px slim). It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully implanted penumbra coil 400s (pc400) in the target vessel then delivered a liquid embolic agent into the target vessel using the px slim. After removal of the px slim, the physician noticed that the tip of the px slim had fractured and was embedded securely inside the pc400 coil pack. The procedure was completed at this point. There was no report of an adverse effect to the patient.